Manufacturer narrative:
This is an initial final report.  This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported the adc freestyle libre sensor provided a reading of 77 mg/dl compared to a finger-prick result of 100 mg/dl obtained on an unspecified device. Customer further reported receiving third-party treatment, however no further information was provided and attempts to gather additional information have thus far been unsuccessful. It is unknown what, if any, emergent treatment was provided related to the use of the adc device. Based on the information provided, there was no report of serious injury associated with this event.